Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as a leak of green fluid from below the needle assembly area of the instrument. The volume was reported as between 1 and 5 ml of fluid and the leak was not contained. The operator was wearing personal protective equipment of lab coat and gloves when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the aspiration port was blocked because the needle was bent causing the needle rinse fluid to come out of the top of the needle assembly and drip on to the counter. The fse replaced the needle assembly to resolve the leak. (B)(4).